Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon of this catheter has ruptured. We did not observe any necking of the catheter extrusion. Both windings were properly held in place. We were able to flush the irrigation lumen and inflation lumen without any resistance. The surgeon had inspected the balloon prior to the procedure and he found it to be operational. Based on our device evaluation, it is likely that some anatomical (calcification or stenosis in the lesion area) or procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon rupture. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque or overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material ( e.g. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient as a result of this incident. Please note that we have also submitted manufacturer report# 1220948-2021-00058 related to another similar incident involving a 4f over-the- wire embolectomy catheter that occurred during the same case following this incident.

Event description:
This is report 1 of 2. The balloon of the 4f over-the-wire embolectomy catheter ruptured during an embolectomy procedure. So, surgeon used another 4f over-the-wire embolectomy catheter for the operation immediately. But, the balloon of this catheter also ruptured during the procedure. The surgeon then used a 5f plus over-the-wire embolectomy catheter and was able to complete the procedure successfully. There was no harm to the patient as a result of this incident.